Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-17603. It was reported surgical intervention will be taken at a later date to explant the pt's scs system as the pt is consulting with the physician regarding the explant due to ineffective stimulation, discomfort at the scs ipg pocket site, and the need to have an MRI. The pt has declined reprogramming.